Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument stopped working. The surgeon was checking and instrument and noticed that the clamp had a piece of plastic displaced. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following information: the instrument was inspected before the procedure. The surgeon was holding tissue to make a cut with the instrument when the issue was noticed. The instrument did not collide with any other instruments or arms. According to the information provided by the client, the plastic piece was only found displaced, so no pieces fell onto the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was no material missing as a result.

Event description:
Refer to h10/h11 for follow-up information.